Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/29/2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was not confirmed via data, but the data evaluation confirmed a transmitter failure. The root cause could not be determined. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and did not contain a bluetooth pairing failure event. However, the data evaluation did confirm a transmitter failure. The reported event of bluetooth pairing failure was not confirmed. A root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of a transmitter failure.